Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop and tore the dura. It was also reported that there was surgical delay of 25 minutes. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The definitive root cause could not be determined and potentially failure to follow instructions caused or contributed to this event.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop and tore the dura. It was also reported that there was surgical delay of 25 minutes. It was further reported that the procedure was completed successfully.